Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported failure mode. Evaluation found that the pitch cable located at the proximal clevis hub was broken. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. The cable crimp was found to be missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing cable crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the wire on the fenestrated bipolar forceps instrument was observed to be broken. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report that any fragments from the instrument fell into a patient during a surgical procedure.